Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool smart touch bi-directional navigation catheter and experienced noise at catheter¿s electric potential as well as it could not be visualized. Which are not reportable issues. Replacement of the catheter solved the malfunctions experienced and procedure was completed without patient consequence. On 5/11/2015 bwi failure analysis lab received the device for evaluation and found reddish brown material on the proximal end of the tip dome, ring # 3 has damaged pu on the proximal side, clear sensor sleeve (pebax) has deep scratches but they are not open and that tip lumen has bumps about 7.7 mm in the transition with peek housing; which are not reportable findings. Follow up investigation was performed to obtain clarification about product returned condition and it was advised that there is no information that damages were noticed. In addition on 5/29/2015 scanning electron microscope analysis was performed to the catheter and it was observed that pu outer surface showed scratches near ring # 3 and a pinhole was found on the pebax. This complaint is being reported because the pebax integrity is not maintained and this could potential contribute to thrombus formation.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a procedure with a thermocool® smart touch¿ bi-directional navigation catheter and experienced noise at catheter¿s electric potential as well as it could not be visualized. Which are not reportable issues. Replacement of the catheter solved the malfunctions experienced and procedure was completed without patient consequence. On 5/11/15 bwi failure analysis lab received the device for evaluation and found reddish brown material on the proximal end of the tip dome, ring # 3 has damaged pu on the proximal side, clear sensor sleeve (pebax) has scratches but they are not open and that tip lumen has bumps about 7.7 mm in the transition with peek housing; which are not reportable findings. Follow up investigation was performed to obtain clarification about product returned condition and it was advised that there is no information that damages were noticed. In addition on 5/29/15 scanning electron microscope analysis was performed to the catheter and it was observed that pu outer surface showed scratches near ring # 3 and a pinhole was found on the pebax. This complaint is being reported because the pebax integrity is not maintained and this could potential contribute to thrombus formation. The bwi failure analysis lab received the device for evaluation. Upon receipt, the catheter first visual inspection found that tip dome has reddish brown material on the proximal end of the tip dome. Ring # 3 has damaged and peeling pu on the proximal side. Clear sensor sleeve (pebax) has scratches but they are not open. Tip lumen has bumps about 7.7 mm from the transition with peek housing. Per this condition the returned device was sent at sem, the results show that the external surface of the pinhole exhibit evidence of scratches, cracking and mechanical damage. The pu surface exhibit evidence of scratches discarding previous peeling of the material. It is possible that an unknown object make a puncture in the pebax and the scratches on the pu. Afterwards an x-ray of the catheter was taken and it was noticed that the t-bar was slightly slid down getting caught at tip. This condition may be contribute to the bump observed due to the fact that the t-bar is applying stress at that point. Then per the reported event, the catheter was tested for electrical performance and it was found within specifications. During manufacturing process all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent damage peek housing/tip from leaving the facility. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint related to the electrical issue has not been verified. An internal corrective action has been opened to address t-bar sliding down issues and damage pebax on smarttouch families.